Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Device data confirms hyperglycemia on the reported event date. The period of hyperglycemia occurs after a "less" meal announcement and returns to the normoglycemic range within 4 hours. From the graph and tables, it can be seen that the ilet was behaving as intended. Alerts were triggered appropriately, and the ilet adjusted insulin doses in response to cgm glucose. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. The hyperglycemic event was caused by selecting a meal size that was smaller than the actual amount of carbohydrates consumed in an effort to prevent hypoglycemia. Additionally, per the report the patient was overtreating with carbohydrates to prevent lows. This can cause glucose levels to go high and remain higher for a longer period.

Event description:
On 7/14/24 a healthcare provider (hcp) reported an ilet user experienced a high blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On 07/14/24, the user was taken to the hospital by their mental health professionals for high bg levels, peaking at 268 mg/dl. Upon arrival, the user was kept for observation as their bg levels decreased to 241 mg/dl, indicating that insulin was being delivered. The hospital staff was advised to monitor the user's bg levels and to call back if they remained elevated. On 07/18/24, a beta bionics customer care agent followed up with the user and nurse about the event. The user was discharged after a 4-day hospital stay, during which insulin was administered. The nurse reported that the user had been overcorrecting for both highs and lows, leading to a cycle of instability. The user is now back in range, following a backup plan, and is not currently using the ilet system. A meeting with the hcp is scheduled to discuss future use of the device.